Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer for preventative maintenance. The device was not in use on a patient at the time of the occurrence. The trilogy 100 ventilator was returned to the manufacturer service center for evaluation, and the customer's complaint was confirmed. During the evaluation it was noted that the device did not meet acceptance criteria of evaluation process for power button damage. In conclusion, the device's keypad was replaced to address the issue. The root cause is confirmed at this time. There were no significant events in the error log. Additionally, during the service of the device, the missing rubber feet, porting block adapter, front, base and rear enclosure were replaced due to physical damage unrelated to the reportable malfunction/issue. The device passed all test.